Event description:
It was reported after removal of an itind, on an unspecified date, the patient acquired a urinary tract infection and was subsequently admitted to the hospital for sepsis. It was noted that the removal of the itind did not go ideally as the device did not come fully into the removal catheter. There were no further reports of patient harm. Despite multiple attempts for additional information, none was obtained. This report is linked to the following patient identifier: (B)(6).